Manufacturer narrative:
As part of normal follow-up, an evaluation of the event was completed at mako surgical. An investigation is currently ongoing. A supplemental report will be filed when additional information is obtained.

Event description:
A surgeon , dr (B)(6), previously performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants on (B)(6) 2013. The patient underwent a total knee arthroplasty revision surgery on (B)(6) 2014 by dr (B)(6). The surgeon noted that the original mako components appeared to be well placed but that there was excess cement and unresected bone around the femur.